Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of chordal entanglement/rupture as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement, the clip became caught in the chordae resulting in the reported difficulty to remove. Troubleshooting maneuvers resulted in the reported tissue damage (chordal rupture). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for tissue damage. It was reported that the patient, with degenerative mitral regurgitation mr of grade 4+, underwent a mitraclip procedure. Patient anatomy included a rotated heart. The first clip delivery system was advanced into the left ventricle and an attempt was made to grasp the leaflets; however, the clip became caught in the chordae. The clip was removed using standard troubleshooting maneuvers, but a chord was torn. The clip was implanted on the leaflets. A second clip was then implanted without issue, reducing mr to 2+. There was still some residual mr; however, at the location of the jet, there was no room for a third clip. The chordal rupture was not treated. Due to esophageal swelling the patient remained intubated, but two days post procedure, the patient was extubated and was doing well. No additional information was provided.